Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had diminished battery life and insulin pump has rejected the new battery. Customer also reported that insulin pump had keypad buttons unresponsive and insulin pump gives no delivery alarm. The customer¿s blood glucose level was unknown. Insulin pump will not be returned for analysis

Manufacturer narrative:
Device received with intermittent button response at down arrow keypad button due to moisture damage. Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range.

Manufacturer narrative:
Insulin pump received with intermittent button response at down arrow keypad button due to moisture damage. Insulin pump passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the specific range.